Manufacturer narrative:
The pump was not returned to heartware for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the pump met all requirements for release. The most probable root cause of the reported high power event can be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors including the patient's ongoing heart failure, infections and the complexities of his medical management. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
It was reported the patient experienced a drop in flows as seen from the monitor trend screen. The patient has been in chronic atrial fibrilation and a history of gastrointestinal bleeds. It was reported in the clinic that the patient started feeling bad on thursday (B)(6). Diuretics were increased the week before and lost 11lbs with the same pump flows, however, the patient was volume overloaded today in clinic. Additionally, "patient stated that he had a bowel movement last night around 9:30, after which he noted lower flows. Wife noted pump sounded different".